Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Products: 693558 lead implanted: 2009 (B)(6); 407645 lead implanted: 2009 (B)(6). (B)(4).

Event description:
It was further reported that the device was explanted and replaced due to reaching eri. No patient complications have been reported as a result of this event.

Event description:
The device was returned to the manufacturer after being explanted with no reason for replacement. The device was analyzed and tested out of specification. No patient complications have been reported as a result of this event.